Manufacturer narrative:
Samples received: 1 open pouch, unopened ampoule with leakage signs. Analysis and results: there is one previous complaint of this batch of which 4,910 units of this batch were manufactured and distributed in the market, there are no units in b. Braun surgical stock. The batch manufacturing record has been reviewed and no deviations have been found. The unopened ampoule with leakage has been checked and the sealing bar (yellow bar at the bottom of the ampoule) is wrongly sealed and there is leakage. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every empty pouch and non conforming ampoule. The defective products were discarded in a separate bin. In this case, most probably there had been too many non conforming pouches causing an overflow of the bin. The design of the bin at that time allowed that the faulty pouches could have fallen from the reject bin into the conveyor belt for the correct pouches. In (B)(6) 2016 a corrective action in the reject bin put an outlet to the opposite side to the conveyor belt. In consequence, from that moment this defect should not occur again. The complained batch was manufactured previous to the corrective action implemented. Final conclusion: taking into account that the results of sample received do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: corrective action already implemented changed the design of the reject bin.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was leakage in the ampoule packaging when it was opened.